Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cuff pre-checking, it was found that the cuff of the device had an air leak. The device had been replaced in time. There was no patient injury.